Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2017 customer reportedly received the following results on the performa system within 10 minutes: 458 mg/dl and 159 mg/dl. On (B)(6) 2017 customer reportedly received the following results on the performa system within 10 minutes: 311 mg/dl and 148 mg/dl. No adverse event was reported. The remaining strips were used; therefore, the suspect device could not be returned for product evaluation. However, the customer states that she has 2nd vial of strips from the same lot number that she will return for evaluation.